Event description:
A surgeon reported two patient with vision problems following bilateral intraocular lens (iol) implant surgery. She stated upon examination, she noticed the optics were hazy on both patients. Add'l info has been requested. There are four medical device reports associated with this report. This report is for the first patient's first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).